Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. It was noted that imaging was difficult. An xtw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped and while simultaneously actuating the grippers, the posterior gripper would not raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. The procedure was continued, and three new clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis and observed the gripper line to be broken. The reported inability to grasp and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient the reported inability to grasp the leaflets was due to the poor image resolution. The gripper actuation issue was due to the observed gripper line break. The gripper line break appears to be due to multiple grasping attempts. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Patient presented with a large flail. After several grasping attempts and approximately 15 gripper actuation cycles including preparation, the posterior gripper failed to raise. Troubleshooting was attempted in the left atrium but was unsuccessfully. A replacement xtw was used to complete the procedure reducing mr to trace. There were no patient consequences or clinically significant delay.